Event description:
The customer reported that the autopulse platform (sn 36246) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.